Event description:
An urgent situation was reported where both the primary and backup insulin pumps failed to turn on while the customer was abroad in italy. There was no adverse impact to the customer¿s blood glucose level due to the transition to insulin injections for safety. The customer requested immediate assistance from technical support, seeking a replacement pump sent internationally or guidance on acquiring a working pump locally through a distributor or clinic.